Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements and was explanted and replaced. At this time, it is unknown if the impedance values were out of range or within normal limits. No additional adverse patient effects were reported. The lead is expected to be returned for analysis if patient consent is received.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements and was explanted and replaced. At this time, it is unknown if the impedance values were out of range or within normal limits. No additional adverse patient effects were reported. The lead is expected to be returned for analysis if patient consent is received. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position, and visual inspection found dried blood in the helix housing. Resistance testing found the lead was not electrically continuous, and further inspection revelated a fractured conductor, approximately 160 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle or first rib damage. Analysis concluded that the clinical observation of abnormal impedance measurements was likely caused by the confirmed fracture.